Event description:
Info received indicates the scale is not working due to fluid ingress onto the scale board.

Manufacturer narrative:
Findings: first occurrence-monitor field performance. The technician replaced the scale board and recalibrated the scale to repair the bed.